Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Hardware low level failures error confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Failed battery test not confirmed. No moisture damage noted during visual inspection. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received stuck buttons alarm as well as hardware low level failure alarm during self test and battery failed alarm. Customer¿s blood glucose level was 120 mg/dl. Customer states that numbers was not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated that the all buttons was unresponsive. Customer reported that past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. Customer stated that they performed self test and the test was not ok. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. Troubleshooting was performed. The device will be returned for analysis.